Event description:
It was reported that, prior to an upgrade box change procedure, it was communicated that the patient had an is-1/df1 shock lead device with a bipolar lv-1 lead. During the procedure, it was discovered that the left ventricular (lv) lead could not be connected to the is-1 connector port. The physician had decided to refer the patient to a different hospital. The device was programmed to rv only pacing mode along with long av delay in order to avoid rv pacing. At (B)(6) hospital (B)(6) the following day, an adaptor was placed in the lv port. The system was reprogrammed to its original settings. No additional adverse patient effects were reported. This lv lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that, prior to an upgrade box change procedure, it was communicated that the patient had an is-1/df1 shock lead device with a bipolar lv-1 lead. During the procedure, it was discovered that the left ventricular (lv) lead could not be connected to the is-1 connector port. The physician had decided to refer the patient to a different hospital. The device was programmed to rv only pacing mode along with long av delay in order to avoid rv pacing. At az groeninge hospital kortrijk the following day, an adaptor was placed in the lv port. The system was reprogrammed to its original settings. No additional adverse patient effects were reported. This lv lead remains in-service.